Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a physician observed a patient spo2 value below 60% at the information center but did not note an alarm occurring associated with this event. No patient harm was reported. No patient harm, delay of therapy or other event was described.